Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported 4 or 5 open areas under the tape collar below the stoma. These open areas were the size of an eraser and were in a linear pattern. The color of these open areas ranged from black to red to white to yellow and had clear drainage, which had an odor. The open areas were not present before using the device, they developed after using the device. The end user did not report any leakage from the device. The doctor had prescribed her an oral antibiotic and might order a computerized tomography scan in the future. The diagnosis was unknown and the cause was also unknown. The patient continued to use the product while the issue was ongoing and had not resolved. Reportedly, the end user took many medications but did not provide names. She no longer took insulin and did not take any blood thinners. No photo is available at this time.